Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve stenosis was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during a transfemoral tavr, that a patient with a 20mm s3u valve, implanted in the aortic position, is possibly failing due to stenosis after an implant duration of 1 year and 9 months''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per imagery review, the valve has a waist suggesting that the valve was under-expanded. An under-expanded thv could result in the reduction of effective orifice area and, thus, stenosis. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, that a patient with a 20mm sapien 3 ultra valve, implanted in the aortic position, is possibly failing due to stenosis after an implant duration of 1 year and 9 months. The patient has a history of a root enlargement and 21mm non-edwards savr in 2016. This was treated with a 20mm s3u viv procedure. The patient is now symptomatic with increased gradients. Per echo review, this was a technically limited study. Tte and CT quality are not good enough to evaluate the possibility of halt/thrombus in the s3 20 valve inside the non_edwards valve. The aortic valve leaflets could not be seen well enough to determine if thrombus was present or not. No pvl or central leak was seen. The spectral doppler showed av mean gradient that appears to be overestimated. Retrace of the doppler profile showed a mean gradient of 28mmhg through the thv. This gradient would be consistent with the gradient from 30 day post op echo (30mmhg per site report). CT was reviewed but the artifacts were affecting the evaluation. The s3u 20mm is underexpanded at the mid/bottom portion and the aorta 1 cm above. The stj is extremely small while the sov has a good dimension for a bigger valve.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remains implanted.